Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, unexpected restart error test and self test. No unexpected alarm noted during testing. Device was programmed with multiple boluses and monitored and all boluses delivered properly and were listed in the bolus history screen. No error code noted in the bolus history screen. No bolus anomaly or basal anomaly noted. All buttons functioned properly. No damage noted on the keypad traces and the keypad connector on the lcd board was locked. Device had cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose. The customer stated that she got home from work and hadn't had insulin all day and went straight to the hospital. The customer stated the insulin pump was not delivering but was not alarming and kept getting an error code in the bolus history. Customer stated that the act button was not responding while trying to deliver a bolus and the insulin pump would suspend. Blood glucose at the time was over 500 mg/dl. No significant events leading to the keypad issue. Blood glucose at the time of admission was over 600 mg/dl. Customer was treated with fluids and insulin. She was wearing the insulin pump at the time of emergency room visit. The insulin pump was replaced and returned for analysis.